Manufacturer narrative:
E1 - event site name - (B)(6) hospital. E1 - event site postal code - (B)(6). Upon completion of the investigation into this event, a follow up report will be submitted.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) displayed a "check iab catheter" alarm upon completion of the autofill cycle. Leak testing resulted in failures. There was no patient involvement reported.